Event description:
(B)(4). Had coils inserted in (B)(6) 2005. Shortly thereafter started to experience pelvic pain, lower back pain, irregular periods and anxiety. This has progressed over the years and I have developed osteoarthritis of the lower back which has now spread to all parts of my spine which I believe to be from chronic inflammation related to the coils. I have chronic fatigue, and wide spread muscle and joint pain and severe anxiety. Also "brain fog" and trouble concentrating. Poor quality of life.